Event description:
It was reported via repair work order that the right track had come off the roller which will affect the chair's stair engagement ability. It was also reported that the back rest was cracked across the bottom ridge in the middle of the stair chair which will affect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.